Event description:
On 1/20/2023, it was reported by a sales representative via sems that an ar-300b burr attachment had an issue and broke in a case on (B)(6) 2023. The patient was fine and the case was finished with no problems. This was discovered during use with no impact to the patient. Additional information has been requested. On 1/24/2023, the sales representative stated the following information via phone: this event occurred during an mis bunionectomy procedure. The burr was stuck to the burr attachment, nothing broke inside the patient. The case was completed successfully with no harm to the patient. The device is available for return.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.